Event description:
It was reported that during procedure, after putting the right ventricular lead into position, the lead exhibited inadequate capture and low impedance. Physician noted physical damage seen on the lead. The lead was replaced with a new lead. Patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found. The damage found was sustained during the surgical procedure. The lead was otherwise normal.